Event description:
Hcp reports cvvh using bm11 pump was running for 16-18hrs when filter and bloodlines appeared dark. Pt was removed from device and clots found in both arterial and venous lumen of femoral catheter. Hcp reports no change in arterial or venous pressure or uf prior to clotting of system. Hcp reports heparin not given to pt for 5 hrs, prior to clot d/t high ptt, 1 hr after removal from cvvh therapy. Hp expired per request of family. Hp hospitalized for heart valve replacement. Autopsy revealed a portion of the valve became dislodged. Hcp reports pulmonologist stated pt may have had an unrevealed clotting disorder. Device evaluated by inhouse technician and found to be functioning according to specification.